Event description:
Related manufacturer reference number: (B)(4); related manufacturer reference number: (B)(4). It was reported, that patient's device pocket got infected. Redness and swelling was noted. Patient's implantable cardioverter defibrillator (ICD), right ventricular and atrial lead was explanted. The patient was stable.

Manufacturer narrative:
The sterilization records were reviewed. And no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.